Event description:
During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During preparation it was noted that the dilator got stuck immediately after the valve of sheath and it was unable to get into the sheath. It was noted that the front part of the dilator was bent, and the tip was damaged. A piece of tip was pushed inwards occluding the dilator. The sheath and the dilator were replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual and microscopic inspection of the faradrive steerable sheath confirmed that the dilator tip was damaged. Additionally, inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Functional testing confirmed that the dilator was unable to be inserted into the sheath due to the excess adhesive in the inner diameter of the proximal end of the sheath. H11: additional MFR narrative - updated/corrected with additional device evaluation details from analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual and microscopic inspection of the faradrive steerable sheath confirmed that the dilator tip was damaged.

Event description:
During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During preparation it was noted that the dilator got stuck immediately after the valve of sheath and it was unable to get into the sheath. It was noted that the front part of the dilator was bent, and the tip was damaged. A piece of tip was pushed inwards occluding the dilator. The sheath and the dilator were replaced, and the procedure was completed without patient complications. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During preparation it was noted that the dilator got stuck immediately after the valve of sheath and it was unable to get into the sheath. It was noted that the front part of the dilator was bent, and the tip was damaged. A piece of tip was pushed inwards occluding the dilator. The sheath and the dilator were replaced, and the procedure was completed without patient complications. The device is expected to be returned.